Event description:
Additional information received from guidant japan states that the guide wire broke outside of the pt, after use; therefore, the guide wire separation could have not have contributed to pt injury. Based on this new information this event should not have been reported as an MDR.

Event description:
The whisper guide wire was placed, the lesion was predilated, and another co's stent was deployed. An ivus was used to check the lesion and when the ivus catheter was removed, resistance was felt with the whisper guide wire. During removal of the devices, the tip of the guide wire separated; however, the separated tip was removed with the ivus catheter. No pt injury was reported.